Event description:
Litigation papers allege the patient suffered recurring pain. **update** (B)(6) 2011 - litigation papers received. They allege that patient was implanted on (B)(6) 2009 and revised on (B)(6) 2010. They mention elevated levels of cobalt and chromium. Complaint was reopened to add cup and head, as well as part and lot numbers. Additionally, patients dob and surgeon were added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.